Manufacturer narrative:
The investigation into the controller error/placement signal issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs from the reported day of event are consistent with the complaint and show several instances of unreliable placement signal, as well as alarms ¿placement signal unreliable¿ (due to invalid opm signal, #1036) and ¿controller error¿ (due to opm communication stopped, #1043). The long term(lt) log data and partial real time(rt) log data (some rt log files for pump 416992 were deleted by aic to reclaim disk space) allowed to identify corresponding failure modes as ¿unreliable placement signal with oscillating contrast¿ and ¿transient loss of optical data¿ respectively. The log data analysis also indicated prior malfunction of the software serial/universal serial bus (usb) driver (resulting in possible usb communication malfunction). During testing of the returned device neither of the placement signal issues were reproduced, however the rlm was found to be unable to boot-up, as evidenced by continues flashing of both light-emitting diodes (led) indicators. The "oscillating contrast" pattern failure is known to be caused by either defective light bulb (lamp assembly) or malfunctioning optical bench electronics. Inspection of the console confirmed malfunction of the remote lan management (rlm) diagnostic (defective electronics preventing the rlm from booting-up even with a known-good som card and a known-good backstrap cable), and also revealed disconnected speaker wire (resulting in no audible alarms), and contaminated fiber on the blue receptacle - the last two issues were previously unreported but were unrelated to current complaint. Since the presence of core dump file might indicate malfunction of the software serial/usb driver (resulting in possible usb communication malfunction), it is recommended to replace 4-in-1 and cf cards as the most likely components related to the issue. The cause of the aic issue was a defective impella connect module. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility¿s biomed reported for an automated impella controller (aic) generated a placement signal not reliable alarm which then switched to a controller error. This aic was replaced with another aic. There was no report of patient harm or injury.